Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1905332, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-27. Medical device lot #: 1906185, medical device expiration date: 2024-05-31, device manufacture date: 2019-06-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found containing foreign matter before use. The following has been provided by the initial reporter: when opening, pieces of the plunger were found into the body of the syringe (particles). Following on this finding, the syringe was not used. It happens on 2 lot numbers.

Manufacturer narrative:
Investigation: bd has been provided with samples for catalog 300296 lots 1905332 and 1906185 to investigate for this record. Visual examination of the returned samples concluded the white particles inside the syringe were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issue. Bd has concluded that the mentioned "particles" consist of an accumulation of "slip agent" which is used in the formulation of the polypropylene syringes. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. A toxicology material risk assessment has been completed as an indicator for materials-medicated adverse effects. All tests passed and it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. DHR showed no indication of the alleged defect.

Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found containing foreign matter before use. The following has been provided by the initial reporter: when opening, pieces of the plunger were found into the body of the syringe (particles). Following on this finding, the syringe was not used. It happens on 2 lot numbers.